Event description:
Dealer is stating that the frame is broken at a weld. Dealer is stating that the right side below where the back cane connects to the frame. Dealer stated that he noticed it while doing normal maintenance on the chair.